Event description:
It was reported that the device implantable pacemaker device had a longevity of 7 months that went up to 2 years in a span of one month with no programming changes made. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting normally. Boston scientific technical services (ts) explained that the increase in longevity is temporary as there is a phenomenon of the battery voltage increase after a programmer telemetry session. Additionally, the longevity will return to previous values in the next few weeks. The implantable pacemaker device remains in service. No adverse patient effects were reported. Additional information indicates that the device was explanted due to premature battery depletion (pbd). A new implantable pacemaker device with the same model was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned implantable pacemaker device was analyzed, and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported that the device implantable pacemaker device had a longevity of 7 months that went up to 2 years in a span of one month with no programming changes made. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting normally. Boston scientific technical services (ts) explained that the increase in longevity is temporary as there is a phenomenon of the battery voltage increase after a programmer telemetry session. Additionally, the longevity will return to previous values in the next few weeks. The implantable pacemaker device remains in service. No adverse patient effects were reported. Additional information indicates that the device was explanted due to premature battery depletion (pbd). A new implantable pacemaker device with the same model was implanted. No additional adverse patient effects were reported.